Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery to repair a hernia defect. A xenmatrix was chosen to repair the hernia. The attorney's report alleges life threatening injuries, pain, sepsis, infection, and defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information and, if available, to request return of the device for evaluation. A lot number has not be provided and without a lot number a review of the manufacturing records is not possible. The attorney's report alleges that the patient developed and was treated for infection. Infection is listed as a known possible adverse event in the products IFU, also stated is that if an infection develops it should be treated aggressively. This MDR includes all patient, event, and device information davol has received to date, with the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.